Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7177407, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had a car accident causing the spinal cord stimulation (scs) leads to move as confirmed via x-ray. The patient underwent a revision procedure and device remains implanted. The patient was doing well postoperatively.